Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration and quality control data were within range. The performance testing was within specifications and an instrument issues was unlikely. It was noted the customer was not following the tube manufacturer's centrifugation recommendations.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received a questionable human chorionic gonadotropin, stat (hcg) result for one patient. The customer initially manually tested the patient's sample in a sample cup and the result was 2.38 miu/ml accompanied by a data flag. The customer then took a second sample cup and tested the sample with a 1:10 dilution. The result was 38334 miu/ml accompanied by a data flag. The customer stated the result of 2.38 miu/ml was automatically turned out by their laboratory information system. The customer stated they also ran an hcg manual kit and the result was positive. Another tube drawn from the same patient was tested and the initial result was >10000 miu/ml accompanied by a data flag. The sample was manually diluted 1:100 and the result was 37820 miu/ml. The customer considered the result of 38334 miu/ml to be correct. The customer called the ER and told them the result was really positive. There were no adverse events. The hcg reagent lot number was 17551301 and the expiration date was 04/30/2015. The field service representative could not find the cause. He verified that the analyzer was working with no errors encountered.